Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10026. It was reported the patient's lead site incisions were open and oozing. The physician ruled out an infection and determined the scar tissue is rubbing on the patient's pants causing the oozing. The patient requested an explant of her system. Follow up information identified the patient's entire scs system was removed.